Event description:
It was reported that during a da vinci-assisted esophagectomy (transthoracic - chest anastomosis) procedure, the user found that the release of the staples and cutting were deficient involving a sureform 60 stapler instrument. It is unknown what stapler reload color was associated with the reported issue and if buttress material was used. Furthermore, it is unclear what specific tissue was involved and if there was any tissue injury or bleeding that occurred as a result of the stapling issue. An unspecified third-party instrument was used to proceed with the surgical task. There was a procedure delay of more than 30 minutes due to the alleged issue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs cannot be conducted due to the lack of product and procedure information on file at the time. The event date is unknown. This complaint is being reported due to the following conclusion: during a da vinci assisted esophagectomy (transthoracic - chest anastomosis) procedure, the release of staples and cutting were deficient with the sureform 60 stapler instrument. It is unclear if there was any unapproximated tissue associated with the stapling issue. An unspecified third party instrument was used to proceed with the surgical task.